Event description:
I purchased a earlens brand right and left hearing aid through my audiologist. I had many problems with the devices not amplifying sound. I made many trips to my audiologist to have them repaired and she sent them in several times to the manufacturer. Earlens told me they would make it right and convinced me to keep the product past the return period to give them time to fix them. They were unable to fix the problem and only refunded part of my money after I returned them because they were out of the return period. My audiologist told me that in her experience over 25% of her customers with this brand experience similar issues. Please look into this company and their defective products. Thanks. Reference report: mw5146975.